Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a keypad anomaly. The buttons were not sensitive. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with no button response due to flattened esc, act, down arrow and up arrow buttons dome switch (no creased). Inspected lcd connector and no unlocked connector noted. No damage found inside the insulin pump. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.